Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 34 mm in length, and the infra-renal neck angle was zero degrees. The diameter of the distal aorta was 18 mm. A 15 mm in diameter iliac aneurysm was also reported. The diameter of the right iliac artery was 10 mm, and the left was 12 mm. The diameter of the right femoral artery was 6 mm, and the left was 7 mm. There was no circumferential thrombus or calcification. At implant, angioplasty of the left iliac artery and a femoral to femoral bypass were performed. The bypassed iliac artery was occluded using talent occluder. It was reported that the 1 month follow-up CT revealed a type ii endoleak. No action was taken. A 6 month follow-up CT showed a continued type ii endoleak, as well as a type ic, occluder endoleak. A secondary intervention was performed to embolize the lumbar arteries responsible for the type ii endoleak, and to re-occlude the bypassed iliac artery responsible for the type ic endoleak. The intervention was successful, and the endoleaks were resolved. The investigator assessed this event to be related to the study procedure and not related to the study device. The investigator stated the leak was caused by calcification in the iliac artery which was oval with an irregular and rough surface. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (iliac artery calcification). Evaluation conclusions: known inherent risk of a procedure (endoleak). Device failure related to a patient condition (iliac artery calcification).